Manufacturer narrative:
The device and electrode remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented for a follow-up check. The device pocket was noted to be red and enlarged and an infection was suspected. The physician intended to explant the device. However, after reviewing the clinical study data, the device was left implanted and the patient was treated with antibiotics. The infection was suspected to be caused by the longer time needed for closing the device pocket/incision line. It was reported the condition of the pocket/incision appeared improved the following day. No additional adverse patient effects were reported.